Event description:
Report received of an overdelivery of dilaudid due to operator error in programming the device. The physician ordered 0.2mg/ml of dilaudid in the pca only mode, with a pca dose of 0.2mg, patient lockout of 6-minutes, no 4-hour limit and a loading dose of 0.4mg. The loading dose of 0.4mg was programmed correctly; however, the pca dose was inadvertently programmed at 0.4mg and not the intended 0.2mg. At a later unspecified time, the patient's incorrectly programmed pca dose was discovered and the pca dose was reprogrammed to 0.2mg. The number of pca doses delivered with the incorrect dose was not specified. At that time, the nurse also administered an additional loading dose. The customer reported that while investigating the event they incidentally discovered that the pharmacy had inadvertently prepared the medication with a concentration of 0.4mg/ml instead of the intended 0.2mg/ml. In combination, this resulted in each loading dose being 0.8mg and the pca doeses being either 0.8mg or 0.4mg and not the intended pca dose of 0.2mg. Approximately 6 hours after the initiation of the dilaudid, a nurse discovered the patient's respiratory rate decreased to 6 breaths per minute and patient's skin was clammy. The doctor was notified. The patient received four doses of narcan IV and patient's respirations were manually supported. The patient responded to the treatment. Though requested, there was no further information available.